Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed on relevant hardware, complaint description, log files and system history. Upon investigation the customer service engineer identified a problem with the generator and, after several measurements; a defect of the printed circuit board (d115) was detected. The returned printed circuit board (d115) was examined in detail and showed that two capacitors (c37 and c38) on the board were defective due to a short circuit. At the same time, the corresponding fuses were activated. As result x-ray on plane a was no longer available, but plane b was working without limitation. The evaluation showed that the system has been in operation for 13 years with this board. The affected printed circuit board has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error is detectable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.